Event description:
The suspect device was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned tablet it was identified that the tablet was unable to recognize the sd card. As a result, the database utilities button was disabled in the vns software. The cause for the anomaly is associated with a hardware failure on the main board. The anomaly will also prevent the tablet (or vns software) from accessing and writing to the sd card. Although the database utilities button was disabled, the vns software still had limited functionality and was able to interrogate, program, and perform diagnostic tests during the analysis.

Event description:
It was reported that a motion tablet with v11.0 software could not do an sr download. The device displayed the following error message when attempting to perform an extended generator memory download: ¿file save failure. Please ensure a secure digital card with sufficient free space is inserted in the device before attempting to save a file. Note: only cyberonics approved sd cards should be used.¿ the tablet in question is a demo product, and troubleshooting was attempted which included retrying, rebooting, verifying the sd card was not locked, and verifying that there was sufficient space available on the card; however, the issue persisted. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. No additional relevant information was received to date.